Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: coating peeling off handle confirmed failure: coating peeling off handle probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures: contact forces. Product used beyond defined useful life. The failure mode will be monitored for future reoccurrence. Mfg date: manufacture date is not known. Gtin: (B)(4).

Event description:
It was reported that the insulation had been compromised.